Event description:
In pre-testing before patient use, multiple cuffs failed to inflate when tested. In one instance, pilot balloon inflated but cuff did not. In 3 other instances, cuff failed to inflate at all during pre-testing.